Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 100% stenosis. A driver stent and an express stent were deployed at y shape, and this catheter was advanced smoothly to lad side that the driver was deployed in. When this catheter was tried to be pulled out after pull-back, the-guide-wire-exit-port got stuck to a stent's strut. Then, the transducer was pulled out and a guidewire was inserted into the inner lumen of this catheter from its proximal side. Then the strut managed to be removed from the exit port by using the wire, and this catheter was able to pulled out. A galaxy2, (i5129) was used. The damaged part's photos were requested. Patient condition: good.